Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline breast implant that the right side deflated after implantation. The issue was confirmed by the doctor. As a result, patient underwent removal and replacement with mentor gel implant as follow: left -catalog number 3544600, lot number 7435920, serial number (B)(4), and right was replaced with catalog number 3544600, lot number 6864120, serial number (B)(4) on (B)(6) 2018.   The device was received at mentor without fluid. Brown material was observed within the device. White material was observed on the shell surface. During examination, the product evaluation team observed a siltex cracking on the posterior aspect. Leak testing was performed according with mentor procedures and it revealed a rent measuring approximately 0.5 cm next to the siltex cracking area on the posterior aspect. No other anomalies were found.    The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white and brown material observed in the device. The device history record ( DHR) of lot number 5540481 was reviewed on 6/15/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.    Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor siltex round moderate profile 425cc saline breast catalog number 3542670 serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor siltex round moderate profile 425cc saline breast implant that the right side deflated after implantation. The issue was confirmed by the doctor. As a result, patient underwent removal and replacement with mentor gel implant as follow: left -catalog number 3544600, lot number 7435920, serial number (B)(4), and right was replaced with catalog number 3544600, lot number 6864120, serial number (B)(4) on (B)(6) 2018.